Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown, lot# unknown boot, product type unknown; product ID neu_stimboot_acc, serial# unknown, product type accessory. (B)(4).

Event description:
It was reported that in the manufacturer representative¿s past experience, they had a similar case of shocking where the boot had slid down the patient¿s neck and had caused this type of symptom.